Event description:
Caller reported an occlusion alarm, which led to an emergency visit and subsequent hospitalization. Customer experienced a high blood glucose level of 656 mg/dl. Intravenous treatment of insulin was provided which resolved the issue. The customer was released the next day with no permanent damage.